Event description:
It was reported that a cartridge alarm intermittently occurred during insulin delivery. Customer¿s blood glucose (bg) level was "low"; although specific value was not provided. Cause was not known. As a result of the low bg, customer lost consciousness and required assistance from emergency medical services who administered intravenous sugar to address bg. It was reported that the customer experienced memory loss as a result of the low bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, customer reverted to a backup insulin pump for insulin therapy.